Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, tubing fracture. No other adverse patient effects were reported.

Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the shorter exhaust tube to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing near the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. D4. Lot 768373.

Event description:
According to the available information this inflatable penile prosthesis was implanted approximately 20 years and revised on (B)(6) 2017 due to a tubing fracture.